Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was not functioning. No malfunction of the device was observed. The issue was found to be related to a setup issue.

Event description:
The manufacturer received information alleging a ventilator was not functioning. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.